Event description:
A catheter occlusion at the pump connector was reported. It was stated that patient had pain and less than 50% therapy relief. Intervention included surgical replacement of the pump connector/catheter. It was later reported that a cap (catheter access port) test was performed before and after de-connection with old catheter and with the new catheter; they were able to aspirate the side-port. Catheter connections were checked. Per the reporter a catheter dye study was not performed "because problem was occlusion." Drug delivered via the device was infumorph.

Manufacturer narrative:
Catheter model: 8731sc, serial # unk, explanted: (B)(6) 2012. (B)(4).